Event description:
It was reported that the pt has not had therapeutic effect since implant. The drug dose was titrated up. No alarms were noted. A volume discrepancy was noted. The expected residual volume was 2 ml; the actual reservoir volume was 16 ml. A dye study was performed; no issues were noted. A roller study was also performed; no issues were noted. The pump contained morphine (pf morphine sulfate). The reservoir was filled with preservative free normal saline and was programmed to minimum rate in 2008. Additional info has been requested from the hcp, but was not available as of the date of this report.